Manufacturer narrative:
Correction: this ipg serial number was included in a field correction. This ipg serial number was included in field advisories. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It has been reported, the pt has been experiencing difficulties with the ipg not holding enough charge. The replacement charging system improved the charging time temporarily. The pt has stimulation coverage. The pt also reported the ipg pocket site is heating up while recharging. The pt is working with his physician to determine the next course of action. Surgical intervention will be undertaken at a later date to address the issue.